Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 28 year old patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient endured an impella related access site bleed. Blood products were given as treatment.